Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
August 02, 201902, (B)(4) (con): information was received from the patient regarding their implantable neurostimulator (ins) for non -malignant pain. It was reported that the device is not as effective as she hoped it would be. The therapy worked ok at first but for the past 6 months or so, she feels the stimulation is in the wrong location. If she turns it up, she feels it in her toes when she moves her leg but if she turns it down, it's not helpful at all. Patient does not want stim in her toes. Her hcp is recommended she have an MRI for sciatic pain which started a couple months ago. Patient got medication for nerve pain and is also getting a pain block. Patient also mentioned she had gone back to see her neurologist for headaches which was unrelated to device or therapy. Patient also mentioned that the facility won't do MRI. Patient confirmed she has put her device into MRI before and knows how. Patient states she already has a call into her hcp to find out what they want to do now that the MRI facility denied doing the scan. No further complications were reported/anticipated.